Event description:
Rn was attempting to deflate the balloon to remove foley catheter. Could not aspirate the 10ml through the port. Rn removed the foley and realized a majority of the balloon was still inflated. Rn attempted to deflate the balloon after removal and still could not get the port to aspirate the fluid.